Manufacturer narrative:
(B)(4). Report source australia. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the device was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01454.

Event description:
It was reported that during a hip procedure, the shell inserter could not be disengaged from the shell. Attempts to unscrew the handle led to the implant spinning and loss of primary fixation. The shell was removed from the patient and a new shell and inserter were used to complete the surgery. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the shell to be attached to the inserter as reported. No further conclusions could be made about it's function or threads on the shell or inserter. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.